Manufacturer narrative:
Blocks b5 and d6b (explant date) have been updated with the additional information received on april 17, 2023. Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf patient code e2328 captures the reportable patient complication of esophageal obstruction. Imdrf patient code e1009 captures the reportable patient complication of "inability to feed" dysphagia. Imdrf device code a150101 captures the reportable event of stent failure to expand. Impact code f2202 captures the additional endoscopic procedure. Impact code f2301 is being used to capture the use of another device to remove the stent from the patient and the use of a second ultraflex esophageal stent.

Event description:
It was reported to boston scientific corporation on (B)(6) 2023, that an ultraflex esophageal ng distal release covered stent was implanted to treat esophageal neoplasm during an esophageal stent placement procedure performed on (B)(6) 2023. On (B)(6) 2023, five days post stent placement, the patient could not eat. An endoscopy was performed, and it was noted that the ultraflex esophageal stent did not expand. The stent was removed from the patient and another ultraflex esophageal stent was implanted in a satisfactory manner and the procedure was completed. The patient condition following the procedure was reported to be stable. The patient is now okay and can feed properly. Note: a photo of the complaint device was provided and showed the stent was fully deployed inside the patient; however, the stent was not fully expanded. Additional information received on april 17, 2023. On (B)(6) 2023, the ultraflex esophageal stent was removed from the patient using forceps.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf patient code e2328 captures the reportable patient complication of esophageal obstruction. Imdrf patient code e1009 captures the reportable patient complication of "inability to feed" dysphagia. Imdrf device code a150101 captures the reportable event of stent failure to expand. Impact code f2202 captures the additional endoscopic procedure. Impact code f2301 is being used to capture the use of another device to remove the stent from the patient and the use of a second ultraflex esophageal stent.

Event description:
It was reported to boston scientific corporation on (B)(6), 2023, that an ultraflex esophageal ng distal release covered stent was implanted to treat esophageal neoplasm during an esophageal stent placement procedure performed on (B)(6) 2023. On (B)(6) 2023, five days post stent placement, the patient could not eat. An endoscopy was performed, and it was noted that the ultraflex esophageal stent did not expand. The stent was removed from the patient and another ultraflex esophageal stent was implanted in a satisfactory manner and the procedure was completed. The patient condition following the procedure was reported to be stable. The patient is now okay and can feed properly. Note: a photo of the complaint device was provided and showed the stent was fully deployed inside the patient; however, the stent was not fully expanded.